Manufacturer narrative:
A getinge field service engineer(fse) was dispatched to evaluate the iabp unit. After checking the printer circuit board failure, the customer was informed that the customer does not usually use the printer, and the customer decided not to repair it. The equipment has passed all other factory-specified performance and safety tests. The other performance of the machine is normal and it was delivered to the customer for normal use.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) units device printer could not print. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.